Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified ostium of left circumflex. A 10mmx2.75mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured upon first inflation at 6 atmospheres for 2 seconds. The balloon was removed from the patient's body without any problem and the procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure.